Event description:
During ureteroscopy and stent placement, 2 pieces of distal open-ended ureteral catheters broke and were retained. Pt to return in 2 weeks for removal (2 separate catheters involved).